Event description:
Patient getting a pump error on her cadd legacy (sn (B)(4)). Patient thinks it was "error 1870." Patient switched to her back-up pump and suffered no ill effects. Dose or amount: 113 ng/kg/min. Frequency: continuously. Route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis: 127.0.